Event description:
It was reported that the packaging was labeled for ref# 4a4194 but contained the brown colored latex tubing which coincides with ref# 6a4194.

Manufacturer narrative:
The reported event was unconfirmed. The visual evaluation of the returned sample noted 6 extension tubes in original unopened packaging. The packages were all labeled with a product catalog number of 4a4194 and were clear in color with an attached connector. According to product specifications for 4a4194, the extension tubing was within specification (pvc and clear in color). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "4a4194 sterile: content is sterile unless package is opened or damaged. Single use"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the packaging was labeled for (B)(4) but contained the brown colored latex tubing which coincides with (B)(4).